Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was found that the lower right door switch was intermittently not engaging. The medtronic representative adjusted switch to engage sooner and was unable to get the switch to fail after adjustment. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with door switch adjustment. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that the imaging system's gantry would not open. This occurred prior to a case and there was no patient present when this issue was identified. No further details regarding this issue were provided.